Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) system was suspected to have delivered inappropriate tachy therapy for what appeared to be atrial tachycardia with rapid ventricular response (rvr). The ventricular rate appeared irregular at times, however there was no atrial lead to determine the atrial rhythm. The patient received three bursts of anti-tachycardia pacing (atp) and four shocks during this episode. The patient was referred to cardiology. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact information. At this time, no further information is available. Should additional information become available this report will be updated.